Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that within 10 minutes she obtained blood glucose readings of 181 mg/dl with the contour next link 2.4 meter and 87 mg/dl with the laboratory testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 1hpeg10a, which gave a satisfactory performance.